Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta white 360deg shelf the information on the label was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: received phone call from our distributor he received stock of 3-way connector without extension, but in the package label mentioned 4-way stopcock without extension. Incident occur: before use.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo sample submitted for evaluation. The reported issue of packaging issue - product packaging was confirmed upon inspection photo. Bd determined that the cause of the failure was related to manufacturing. A situational analysis has been generated to further look into this issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd connecta white 360deg shelf the information on the label was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: received phone call from our distributor he received stock of 3-way connector without extension , but in the package label mentioned 4-way stopcock without extension. Incident occur: before use.